Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 116's which were reproduced. System error 116 was confirmed through a review of the event history log and found to be caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed multiple system error 116's in the history log. Any patient involvement, injury or medical intervention is unknown.